Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported via phone call, while trying to perform rewind/ set reservoir the insulin pump alarmed motor error. Customer attempted to perform the process again and the alarm reoccurred. Customer's blood glucose was 224 mg/dl. The device is returning for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted during testing. The insulin pump was unable to prime during prime test due to faulty force sensor. The motor was tested outside of the insulin pump and passed. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and stained end cap sticker.